Event description:
The rep reported premature battery depletion of the implanted pulse generator at f/u, the device was determined to no longer be functional. The product had been unresponsive to interrogation and telemetry errors were obtained. The hcp had indicated there was a failure of the pulse generator specific pt symptoms were not provided. The pt had electively chosen to replace the second pulse generator in the bilateral system. The products were part of the affected serial number range for the soletra class ii, implantable neurostimulator recall and both pulse generators were returned for analysis. The pt's current status was not provided, the hcp had anticipated pt return for reprogramming of the bilateral system.

Manufacturer narrative:
Final device analysis results revealed that both b-battery bond wires were lifted, the epoxy bond had been broken between the hybrid circuit and both battery terminals. Internal to the device. Inspection showed the case bond wire and one of the two #0 and #1, feed-through bond wires were lifted from their respective bond pads, as returned. Results of device functional testing confirmed no telemetry or output from the product. Analysis results confirm the reason for device return.